Manufacturer narrative:
The failure investigation has been completed and the reported issue has been verified. In addition, a different problem was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge error message with multiple cartridges during the load process. Customer's blood glucose levels were not impacted. Reportedly, customer has back up insulin injections for continued insulin therapy.